Manufacturer narrative:
Additional information for section a1 patient identifiers: (B)(6). All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p45-22 that has a similar product distributed in the us, list number 7p45-40.

Event description:
The customer observed false positive alinity I toxo igg results generated on an alinity I processing module for one patient in (B)(6). The following results were provided: sid (B)(6) 2023 toxo igg result = 3.9 iu/ml (reactive); toxo igm result: 0.18 s/co (non-reactive). The doctor questioned the result as in the past the patient was negative for tox igg. (B)(6) 2023 on beckman coulter (analis) <3.2 iu/ml = negative (reference value on beckman <7.5 iu/ml is negative); (B)(6) 2023 on roche = negative. Doctor did a new blood draw on (B)(6) 2023. Sid (B)(6) toxo igg result = 3.64 iu/ml (reactive); tox igm result: 0.106 s/co (non-reactive). As there is no increase of toxo igm nor toxo igg, and in the past it was negative on other systems, the doctor is concluding this false positive toxo igg results. There was no impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review did not identify any issues or trends. Device history record review did not identify any non-conformances or deviations associated with the complaint lot number. The overall performance of alinity I toxo igg reagents was reviewed using data gathered from customers worldwide. Median value(s) for the complaint lot are within the established limits and comparable to the historical reagent lot performance indicating the performance is acceptable. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 47080be00 was identified. Corrected information in section h4 device mfg date.

Event description:
The customer observed false positive alinity I toxo igg results generated on an alinity I processing module for one patient in may and june. The following results were provided: sid (B)(6) (B)(6) 2023 toxo igg result = 3.9 iu/ml (reactive); toxo igm result: 0.18 s/co (non-reactive). The doctor questioned the result as in the past the patient was negative for tox igg. (B)(6) 2023 on (B)(6) (analis) <3.2 iu/ml = negative (reference value on (B)(6) <7.5 iu/ml is negative); (B)(6) 2023 on roche = negative. Doctor did a new blood draw on (B)(6) 2023. Sid (B)(6) toxo igg result = 3.64 iu/ml (reactive); tox igm result: 0.106 s/co (non-reactive). As there is no increase of toxo igm nor toxo igg, and in the past it was negative on other systems, the doctor is concluding this false positive toxo igg results. There was no impact to patient management.